Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection; the customer's complaint was not confirmed. Based on the results of the investigation, it is likely that the event occurred due to one or more of the following: the c-cover (plastic distal end cover) was not installed properly. Stress from friction caused by twisting and pushing and pulling inside the body cavity, or interference with the mouthpiece, was applied to c-cover during procedure. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): operation - precautions; preparation and inspection - attaching accessories to the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis exera iii duodenovideoscope exhibited maj-2315 fell into the patient, it was coughed up by the patient and had a small crack down the side with all pieces intact. The issue occurred during therapeutic endoscopic retrograde cholangiopancreatography¿/sphincterotomy procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the h6 component code (from cover to tip).